Manufacturer narrative:
Troubleshooting was performed with philip's technical support and it was determined that the backup battery was defective. A quote was provided to the customer. No parts were returned for evaluation; therefore, a cause could not be established.

Event description:
The customer was reportedly "unable to get" the alternating current supply. There was no patient or user harm reported. The event date was not specified; estimate used.